Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced extracardiac phrenic nerve stimulation. The lead was reprogrammed and is still in use.the patient is enrolled in the system longevity study. No further patient complications have been reported as a result of this event.